Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube, reservoir tube lip, cracked lcd display window, cracked battery tube threads, and minor scratches on display window.

Event description:
It was reported the insulin pump had cracks on the display. Customer blood glucose was not provided. No further information reported.